Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. No information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the rigid video scope turned off by itself and had an image that was blurry and froze. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated fields: d8, d9, h2, h3, h4, h5, h6, h10, h11 corrected field: g4 the device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the video cable was broken. A root cause could not be identified. Based on the results of the investigation, a likely cause could not be determined. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, the rigid video scope turned off by itself and had an image that was blurry and froze. There were no reports of patient harm.